Event description:
It was reported that a home patient experienced a leak from the door of the homechoice device during use. The leak was noted by the patient¿s maid during the priming stage of peritoneal dialysis therapy. The patient started therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s11i28082 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.